Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 18493531.

Event description:
It was reported that the patient was experiencing high impedance due to lead fracture. The patient underwent a procedure wherein the leads were replaced and that the patient was doing well postoperatively. The explanted leads will be returned.

Manufacturer narrative:
Sc-2317-50 sn: (B)(6). The returned lead was analyzed and cleanly cut. No anomalies were identified on the lead aside from the clean-cut. The damage to the lead is a result of a typical explant procedure, and it is not considered a failure. Due to the cut, an impedance check was not performed. With all the available information, boston scientific concludes the complaint was not confirmed. Sc-2317-50 sn: (B)(6). The returned lead was analyzed and cleanly cut. No anomalies were identified on the lead aside from the clean-cut. The damage to the lead is a result of a typical explant procedure, and it is not considered a failure. Due to the cut, an impedance check was not performed. With all the available information, boston scientific concludes the complaint was not confirmed.

Event description:
It was reported that the patient was experiencing high impedance due to lead fracture. The patient underwent a procedure wherein the leads were replaced and that the patient was doing well postoperatively. The explanted leads will be returned.